Event description:
During a laparoscopic procedure, a loose filshie clip was found lying inside the operative site. The patient had not had previous surgery at this facility. Unknown date and facility for previous procedure. No patient harm.